Event description:
Customer reported, that the abs2000 antibody screen did not detect an anti-k. Two samples from this patient were tested. The first sample was tested by tube method and had a positive antibody screen; anti-k was identified. The sample was not tested on the abs2000. The second sample was tested on the abs2000 and was negative for anitbody screen. This second sample was also run in tube and had a positive antibody screen.shortly afterwards, the customer reported another anti-k not detected with the abs2000 with another sample from a different patient.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention capture-r ready-screen(4), lot g155. Two samples from different patients were returned for investigation testing with retention crrs(4), lot g155. One sample exhibited positive reactivity with crrs, lot g155 in manual capture. In hemagglutination tests using retention panoscreen I, ii and iii, with immuadd as the potentiator, the sample exhibited +/- reactivity with k+k+ reagent red cells at the room temperature test phase; no reactivity was observed in other phases of testing. The other sample exhibited positive reactivity with crrs, lot g155 in manual capture. In hemagglutination testing, +/- reactivity was observed with k+k+ at room temperature test phase and + at iat with immuadd as the potentiator using panoscreen. Reactivity of 1+ was also observed with cell ii k- at the antiglobulin phase. It appears the previously identified anti-k antibodies are at or below the level of detection for crrs.the direction circular for capture-r ready-screen states ?negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed.?